Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user heard no sound from her implant at initial activation of the device. Re-implantation is planned but no date has been scheduled yet.

Event description:
The user was not able to detect sound from the implant at initial activation of the device. Re-implantation took place on (B)(6) 2024.

Manufacturer narrative:
According to the recipient report no sound was detected at initial activation of the device. Device investigation confirmed a damage to the coil wire most likely caused by excessive mechanical stress. As no post-operative event (e.g. Trauma) has been reported it is highly likely that the damage has been inadvertendly caused during implantation surgery. Further, due to a verly large fat pocket behind the ear the implant coil was bent 90 degrees and placed on top of the temporalis muscle. The problems given in the recipient report appear to match the damage found. This is a final report.